Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As stated by the customer: the rf-32 couldn't show flow. They had to replace the device during patient treatment. The replacement has solved the problem. The new rf-32 was working properly. No known consequences to the patient. (B)(4).

Manufacturer narrative:
(B)(4). As stated by the customer, when the rf-32 did not show flow, they checked the contact cream first - it was not a cream`s problem. Then they changed the rotaflow (hardware-drive-unit) - still no flow on the rf-32. Finally they replaced the rf-32, which solved the problem. No injury to patient has been reported. The centrifugal pump rf-32 has been returned for further investigation at manufacturers laboratory. The centrifugal pump was connected to a rotaflow drive and tested (water circuit). No abnormalities have been found. The centrifugal pump works as it should. The complained issue could not be reproduced. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: (B)(4).